Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector with the 40 cm marking at the connector. Usage residues were abundant throughout the sample. A sliding suture wing was attached to the catheter between the 31 cm and 34 cm depth markings. A longitudinally aligned split was observed in the catheter tubing just distal of the connector over-sleeve. An attempt to infuse water through the sample using a 12 ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed tensile weakness and necking in the vicinity of the split. The sample kinked preferentially at the split site during manual manipulation. During kinking, the split was observed to be located at the corner of the kinked shape. Microscopic inspection of the split revealed coarsely granular fracture edges. Material abrasion and discoloration were observed in the vicinity of the split. The material abrasion, tensile weakness and preferential kinking were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tubing in which physiological, placement, usage and mechanical factors may gradually form a crack in the catheter. The position of the kink damage suggested that catheter securement may have contributed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported by the facility that a catheter break was spotted in the extracorporeal section of the catheter after flushing it. The operator reported some resistance when flushing. No patient harm was reported.